Event description:
Healthcare professional (hcp) reported that a patient injected in the lips with juvéderm® volbella¿ with lidocaine and patient "presented a deformity in the lips and inflammatory process." Patient went to the hospital because the situation was serious and was informed that the product was infected/contaminated. The patient was cultured to find out which bacteria were present. With this test, we were able to see that it was an aggressive bacteria of hospital origin and had to have been contracted at most 72 hours before the first symptoms. As the patient is a nurse and the procedure was performed more than 40 days ago, any relationship with the procedure and/or product was ruled out. Treatment and symptom information not provided. This is the same event and the same patient reported under emdr (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bacterial infection, deemed not device related, is considered an unexpected adverse drug experience.